Manufacturer narrative:
The ventilator was investigated by our field service engineer. The broken side rail was replaced. No parts were returned for investigation. The root cause has not been determined but the side rail has most likely been exposed to a mechanical force greater than it is designed to sustain.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the side rail on the ventilator carrier broke. There was no patient harm. Manufacturer's ref #: (B)(4).